Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The patient uses insulet omnipod5 in modified closed loop. According to the patient, on (B)(6) 2024, the patient was experiencing symptoms as if her sugar levels were low and was brought to the hospital by her spouse. The patient was feeling nauseated, vomiting, and having ambulation difficulties. The patient stated she was getting alerts of high, so they were not getting the right amount of insulin from the pump. The patient was admitted to the hospital and was given an unspecified intravenous (IV) fluid, IV insulin and blood. After 3 days the patient was discharged from the hospital. The patient was unable to recall any cgm or bg values during the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The patient uses insulet omnipod5 in modified closed loop. According to the patient, on (B)(6)2024, the patient was experiencing symptoms as if her sugar levels were low and was brought to the hospital by her spouse. The patient was feeling nauseated, vomiting, and having ambulation difficulties. The patient stated she was getting alerts of high, so they were not getting the right amount of insulin from the pump. The patient was admitted to the hospital and was given an unspecified intravenous (IV) fluid, IV insulin and blood. After 3 days the patient was discharged from the hospital. The patient was unable to recall any cgm or bg values during the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).